Manufacturer narrative:
It was determined that the placement of the removed lead was off-label. The patient continues to use therapy with the remaining lead without sequelae. The manufacturing records were reviewed and no relevant nonconformities were found.

Event description:
It was reported to nevro that the patient experienced pain. One lead was removed and the patient recovered without sequelae. The patient continues to use therapy with the remaining lead.

Manufacturer narrative:
This report is to update describe event or problem and explant date.

Event description:
Follow-up indicated that the entire implanted system was removed.